Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had poor coupling since implant. The patient stated she had noticed that in 16 hours her battery was almost completely depleted after charging to 100 percent. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.